Event description:
User facility medwatch report, uf/importer report# (B)(4) was received and stated "the pt was scheduled for an endograft repair of an abdominal aortic aneurysm, at the end of the scheduled surgery, the surgeon was attempting to close the arterial entry site on the left femoral artery with a perclose device and the equipment failed. The cinching piece was flawed; it snapped and then the pt bled. This resulted in the surgeon having to do a cut down on the left femoral artery to close the arterial entry site." There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B)(4). At this time, the customer will not be returning the device for eval. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. (B)(4)